Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting an intermittant loss of ventricular capture. The patient is symptomatic with the loss of capture.